Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing unintended rib stimulation from her scs system. The patient stated she experienced a fall approximately two weeks prior. X-rays revealed the lead at t7 was right of midline and has possibly migrated. Surgical intervention may be taken to address the issue.

Event description:
Follow up identified surgical intervention was undertaken on (B)(6) 2017. Reportedly, during the procedure when the physician attempted to reposition and move the lead the patient experienced much discomfort, consequently the physician cut the lead at the anchor and removed the distal portion of the lead from the patient¿s body.